Event description:
It was reported patient underwent a bilateral total knee arthroplasty on (B)(6) 2014. Subsequently, patient underwent a bilateral revision procedure on (B)(6) 2014 due to pain and instability. The tibial bearings in both knees were removed and replaced and both patellas were resurfaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." And "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-00110 / 00111).